Event description:
A customer's father reported that in 2006, an ambulance was called out for his child who had hypoglycemia during the night. A reading of 7.3mmol/l was obtained on his freestyle mini blood glucose meter, compared to a reading of 3.6mmol/l obtained 20 minutes later on the ambulance hcp meter. The child was taken to hospital and treated with glucose tablets.

Manufacturer narrative:
Customer returned meter and test strips lot number 0506868. Returned meter and test strips performed in accordance with manufacturer's instructions for use. Customer's complaint of inaccurate high readings were not duplicated during testing.